Event description:
It was reported that the lead was implanted then explanted and "needs to be discarded". Follow-up information provided no further information about why lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.